Manufacturer narrative:
Med watch sent to FDA on (B)(6) 2015. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of nigh sweats, tingling and lumps, migraines, dizziness, and weight loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "ever since" injection with unspecified juvederm they have been "sick as a dog" with night sweats, lumps in lips, migraines, feeling dizzy, tingling lips, and weight loss. In addition, patient is unhappy. Patient was prescribed antibiotics because their "gum became swollen and infected." It is not indicated if symptoms have resolved or are ongoing.